Manufacturer narrative:
Concomitant product(s): unknown lead (x2), implant date unknown. Product event summary: the distal portion of the lead was returned and analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead segment was returned with no information and tested out of specification during manufacturer's analysis. No further information could be obtained. No patient complications have been reported as a result of this event.